Event description:
The customer reported that they had a blank screen on their acuity central monitoring system. Welch allyn technical support walked the customer through troubleshooting and verified that acuity was up and monitoring pts, but the display seemed to be inoperable. This resulted in a temporary inability to monitor pts centrally until the customer replaced the monitor. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.